Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was driveline strain relief damage associated with the ventricular assist device (vad). The damage occurred in a previously repaired area. The patient is scheduled to be seen by a clinical specialist to assess the driveline and strain relief and determine if a repair needs to be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: / lot #: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that, upon inspection of the driveline, two circumferential breaks in the driveline sheath were observed. It was noted that the prior repair was still stable so no additional repair was performed. It was also observed that the driveline cover was very stiff and difficult to pull back. The site did not want to remove the driveline cover at the time of assessment and it was left in place. It was further reported that the patient experienced an advanced ascending driveline infection with redness around the exit site. It was noted that the patient had been on antibiotics but the infection had become multi-drug resistant. The patient underwent a computerized tomography (CT) scan, cultures, and white blood cell count. Surgical driveline debridement was performed.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: driveline cover 1175 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the driveline boot cover (lot number unknown) were not returned for evaluation as the vad remains implanted and the driveline cover remains in use. A review of the driveline boot cover's manufacturing documentation could not be performed since the lot number was unknown. A review of hw32336¿s manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. There was no evidence that the driveline boot cover had previously been serviced. Review of the available autologs report revealed no anomalies within the analyzed period. Of note, raw log files were not available for analysis. The reported driveline boot cover event could not be confirmed due to insufficient information. Based on historical review of similar events, a possible root cause of the reported event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, driveline infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for t his patient and the patient¿s reported medical history, it was noted that the patient had a history of driveline infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.